Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including bench testing and ECG stressing without duplicating the customer's report. The customer's multifunction cable was not returned and could not be visually inspected or functionally tested. The defib receptacle was replaced as a precaution. A new multifunction cable was sent to this customer for this device in september. The field service technician in the area will be reviewing the mfc cable subject with the customer. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed "ECG monitoring failure". The leads were changed without resolution. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.